Event description:
Procedure type: low anterior resection. According to the reporter: after one hour of use, the trocar dislodged from the patient body. Then, it was confirmed that the balloon broke. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
Date initial report sent: 11/10/2008.